Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the insulin pump alarmed battery out limit. The buttons on the insulin pump were not working properly. Customer's blood glucose level was 180 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no button response due to an unlocked lcd keypad connector. However, the pump passed the unexpected restart, displacement, currents and self tests. No unexpected off no power or battery out limit alarms were noted. Unable to perform the basic occlusion, occlusion, prime or excessive no delivery tests due to the button keypad anomaly. The pump had a cracked case at the display window corner, and minor scratches on the display window.